Event description:
Event description guidant received information upon interrogation of this pacemaker, which had been implanted for three years, that the battery status was at end of life (eol). It was also questioned whether this device was within the population affected by recent safety communications. The device was explanted one week following eol determination and was successfully replaced.